Event description:
The customer reported that the device had a 35v power failure. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone & phone number: (B)(6).

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power supply replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed the reported issue was not confirmed.